Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff shell was worn from wear at a fold. The cuff had fluid loss due to a tear from wear at a corner of a fold. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing, functional testing and visual inspection. The balloon passed visual inspection, leak and functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without any performance allegation. Upon analysis of the returned components, the cuff did not pass the leakage test. There was no additional information provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff shell was worn from wear at a fold. The cuff had fluid loss due to a tear from wear at a corner of a fold. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing, functional testing and visual inspection. The balloon passed visual inspection, leak and functional testing. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) returned without any performance allegation. Upon analysis of the returned components, the cuff did not pass the leakage test. There was no additional information provided.